Manufacturer narrative:
The customer¿s report of an overinfusion of lasix was confirmed in the pcu event log. The log shows that at 11:44 am on (B)(6) 2016 furosemide (lasix) 100mg/100ml was programmed to infuse at 10ml/hr. The infusion ran until 7:42 pm, when the device was programmed for a delay. At 8:25 pm, the device was channeled off and the system was powered off. The volume recorded as being infused during this period was 78.963ml. The root cause of an overinfusion of lasix was identified as user programming. Devices not received, log review only.

Event description:
The customer reported that a 100 ml bag of lasix (10 mg/ml) was to infuse at 1 ml/hr (10 mg/hr) however, the infusion was found infusing at 10ml/hr and completed sooner than expected. The patient complained of ringing in the ears. No other patient symptoms were reported, and there is no report of medical intervention or lasting harm.